Event description:
It was reported that during the implant procedure and when the lead was placed in the patient, the screw could not be extended. A different lead was implanted. It was also reported the physician was unable to screw the lead into the previously implanted device and after trying different screw drivers, the device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix exceeded specification the number of turns to extend and retract. The analyst noted the helix did not extend due to the driveshaft lug being stuck on the retraction stop. If information is provided in the future, a supplemental report will be issued.